Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a proximal pressure line disconnect alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse), and it was confirmed that the patient circuit connection is normal and there is no leakage. The rse recommended on-site repair to go to the site to troubleshoot, and check data acquisition printed circuit board assembly (pcba) and the gas delivery system. Also recommended parts ID for the data acquisition (da) printed circuit board assembly (pcba), gas delivery system. Per good faith effort (gfe) response, it was confirmed that the reported issue is the proximal pressure line disconnection alarm, with no other alarms. It was determined that the internal pressure detection tubing had detached, it was repaired by reconnecting it which resolved the reported issue. No parts replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.